Event description:
The customer reported that the temperature of the ortho provue analyzer was out of specification when they attempted to run their qc. No error messages were posted at the time of the incident. No erroneous results were reported. A temperature out of specification, if undetected during testing may lead to erroneous test results.

Manufacturer narrative:
No definite root cause was determined. An ocd field engineer arrived at the customer site and performed incubator temperature calibration procedures on block 1 and 2. The fe performed the temperature regulation test in waddiagnostics, and all passed. The instrument is operating as expected. Second level support reviewed the log files and determined that at no time during the running of patient samples were the temperatures on the temperature blocks out of specification. Therefore there was no error codes generated by the provue. This customer has not logged any complaints against this analyzer since this incident. (B) (4).